Manufacturer narrative:
This MDR is being filed beyond the 30 day reporting timeline.

Event description:
The carefusion service technician reported that the ventilator failed the alarm volume test for the alarm not being triggered. The ventilator was not connected to a patient when the reported problem occurred.